Event description:
Clinical study. Same case as 6000093-2006-01933. It was reported that 209 days after a coronary artery drug eluting stenting procedure the pt had a myocardial infarction (mi). The index procedure treated a denovo lesion in the saphenous vein graft of 1st diagonal branch (svg of 1st dx) with predilation and placement of two overlapping taxus express2 3.5x16mm and 3.5x24mm drug eluting stents. Target lesion characteristics were not provided. The pt was discharged the next day on aspirin. At 209 days after the index procedure the pt presented with chest pain of increasing severity and frequency. ECG confirmed a non st elevation mi. The pt had diffuse 50% in stent restenosis in the svg of dx and distal 99% restenosis in the svg of posterior descending artery (pda). The pt underwent stent implant procedure in the svg of pda with a taxus liberte' 4.0x16mm drug eluting stent. The pt tolerated the procedure well and was discharged 2 days later on aspirin and plavix. There were no reported complications in the procedure. The pt was taking aspirin and plavix at the time of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.